Event description:
The customer reported that the lancet would not retract into the accu-chek softclix lancet device. The customer did accidentally stick herself but did not require medical intervention. The accu-chek customer care service center sent new device. Customer advised to return suspect device.